Manufacturer narrative:
The problem started after the field service engineer (fse) went onsite to install updates. The fse went back out onsite and confirmed all apcs are connected but there were several aps offline and 2 network switches offline; the customer could not confirm if they were in use. The core a router was rebooted, after reboot, the system returned to normal usage. The resolution was to upgrade core routers a and b ios to fix cpu (central processing unit) max out issue. Based on the information available and the testing conducted, the pic device was functioning as intended as it was a network issue. There is no malfunction on the device. The reported problem was not confirmed.the device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Follow up to correct product information.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that sectors are coming in and out hospital wide. The device was in use on a patient. There was no report of patient or user harm.